Manufacturer narrative:
(B)(4). Concomitant medical products: us157854, 708510, m2a-magnum pf cup 54odx48id; 103204, 632950, taperloc por fmrl 10x140; 157448, 999160, m2a-magnum mod hd sz 48mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09372, 0001825034-2018-09374, 0001825034-2019-03515.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 9 years post implantation due to pain, aseptic loosening, and decreased function of the right hip. During the revision procedure, a large cavitary lesion was noted in the acetabulum with surrounding tissue damage and metal staining. An extended trochanteric osteotomy was performed to remove the femoral stem that was well fixed. All zimmer biomet products were removed and a competitor system placed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.